Event description:
Rayner intraocular lenses limited received notification from a healthcare facility of an event that occurred following implantation of a m-flex 630f intraocular lens (iol). The pt was required to undergo yag capsulotomy for an unspecified reason six months ater iol implantation surgery. For further info please refer to rayner intraocular lenses limited's MDR 9613365-2014-00063.